Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information this right atrial (ra) lead could have likely dislodged. Moreover, there was no sensing noted and it was thought there was an underlying atrial fibrillation (af). Hence, a chest x-ray and reprogramming was done. Additional information was obtained indicating the patient was not checked since implant and this was the first that undersensing and dislodgement was seen. In addition, the representative verified that chest x-ray was not performed. To date, this ra lead remains in service. No adverse patient effects were reported.